Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. No root cause can be established, the relationship between the coopervision device and the incident is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was initially reported by the eye care professional (ecp), (B)(6), on 27 january 2026 with limited information. At that time, the report indicated that the patient had sought medical attention while wearing contact lenses; however, no further details were provided including an associated injury, diagnosis, treatment details, or prescribed medications were provided, and the event was not considered to meet the criteria of a reportable adverse incident. Despite good faith efforts, no further information regarding the event has been received from the treating ophthalmologist to date. Follow up information was received on 04 may 2026 from the retailer with details provided to them by the patient. The information indicated that the patient was diagnosed with a corneal abscess of the left eye (os) and was managed by an ophthalmology service at (B)(6) hospital. According to the documentation provided, the patient had multiple ophthalmology consultations beginning on (B)(6) 2025, and treatment remains ongoing. The treatment course for the corneal abscess initially included an antibiotic (tobramycin) and a rewetting agent (thealose), which were discontinued after a few days and replaced with steroid eye drops prescribed under various tapering schedules. Steroid treatment included dexamethasone initially, with a later transition to fluorometholone. This event is being reported due to the indication of a corneal abscess of unknown nature, severity, and outcome. Based on the treatment information, the course is not consistent with an acute infectious or microbial event; however, the dosing and duration of therapy indicate that the event required medical intervention, including prescription medication, to prevent or preclude permanent injury or impairment of ocular function or structure.